Event description:
Deployed was a 10cm evolution stent distal to the wallflex and injected contrast. The device leaked around the flange as it wasn't seated against the bs stent. A 12cm evolution was then placed proximal to our 10cm stent bridging over and sealing off all leaks.

Manufacturer narrative:
The actual rpn and lot number of the evolution esophageal stent involved in this complaint was not provided. As the rpn and lot number were not provided; therefore, it is not possible to establish if there were any devices from the affected lot numbers in stock at the time of the complaint investigation. A definitive cause for this observation was unable to be determined because the device was not returned and the actual use conditions could not be duplicated in the laboratory setting. With the info provided a document based investigation was carried out. The complaint info provided indicated that the physician deployed a 10cm evolution stent distal to the wallflex and injection contrast. The device leaked around the flange as it wasn't seated against the bs stent. A 12cm evolution was then placed proximal to the 10cm stent bridging over and sealing off all leaks. The precautions section of ifu0061-4 instructs users as follows: "a complete diagnostic evaluation must be performed prior to use to determine proper stent size. Stent should be placed using fluoroscopic monitoring stent should only b placed with the cook delivery system, which is provided with each stent. Note: prior to advancing system, area to be stented should be dilated to: for (18mm x 23mm) stent - a minimum 9 mm and a maximum of 11 mm. If area is dilated greater than 11 mm, stent may migrate. For (20mm x 25mm) stent - a minimum of 10 mm and a maximum of 14 mm. If area is dilated greater than 14 mm, stent may migrate." Prior to distribution, all evolution esophageal controlled-release stents devices are subjected to visual inspection and functional checks to ensure device integrity. The manufacturing records for the device involved in this complaint could not be reviewed as the lot number was not provided. It can be noted that is cannot be confirmed that this complaint is related to a cirl device. The physician confirmed this pt underwent 3 procedure and different manufacturers products were used on this pt, including a cirl manufactured evo device. No corrective action warranted at this time. The 2 year complaint history has been reviewed and the likelihood of this occurrence is rare. Complaints of this nature will continue to be monitored for potential emerging trends.